Manufacturer narrative:
Additional information: on (B)(6) 2023 the lens was exchanged for a similar lens. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6.50/+5.0/58 (sphere / cylinder / axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced lens rotation not associated to low vaulting and refractive surprise. On (B)(6) 2023 the lens was repositioned but this did not resolve the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: d9: return date: 20-feb-2024. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).